Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The customer reported that the leak was traced to the nylon barb on the rear of the gas outlet port. Fixing the leaking barb allowed the system check pass. The ventilator passed all test. The data acquisition (da) pcba was tested for leak test and the leak test failure could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a leak during annual service. The system leak check was failing its leak. The ventilator was not in use on a patient at the time of the event occurred.